Event description:
Account alleged that the bed is not sending a bed exit priority signal to the nurses station when the ppm alarms at the bed. Account stated that there were no injuries and a patient was not in the bed. Account alleged that the bed was being used in a transitional care unit. Account stated that he moved the bed into a known working room and swapped out the communication cable but the problem remains. The sidecom board was replaced to resolve the problem.